Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was attempted to be used in the esophagus during an esophageal stenosis dilation procedure performed on an unknown date. During the procedure, the balloon ruptured. The procedure was completed with a second cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0402 captures the reportable event of balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was attempted to be used in the esophagus during an esophageal stenosis dilation procedure performed on an unknown date. During the procedure, the balloon ruptured. The procedure was completed with a second cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4 catalog number has been corrected. Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0402 captures the reportable event of balloon burst. Block h11: investigation results the returned cre pro gi wireguided dilatation balloon was analyzed, and a visual evaluation found no damages. Functional testing found the balloon could be inflated but, was not able to hold pressure due to several pinholes located approximately 8 mm from the device tip. Microscopic inspection confirmed the balloon pinhole. No other problems with the device were noted. With all the available information, boston scientific (bsc) concludes that the reported event of balloon burst could not be confirmed. The pinhole problem found could have been interpreted by the customer as the reported event of balloon burst. The returned balloon was inflated without any problem; however, it was not able to hold pressure due to several pinholes located approximately 8 mm from the device tip. It is possible that the pinhole found in the balloon occurred due to procedural factors such as excess pressure, interaction with other devices. Also, it is possible that interaction with a sharp surface during or previous to the procedure could have caused the pinhole found on the distal section of the balloon. Therefore, the most probable root cause is adverse event related to procedure.